Event description:
The following was reported to davol by the patient: on (B)(6) 2011 the patient underwent incisional hernia repair where she was implanted with a bard/davol ventralex hernia patch. On (B)(6) 2013 the patient began having symptoms of infections. Patient was taken by ambulance to local hospital where on (B)(6) 2013, she underwent exploratory surgery. During the surgery, it is alleged that it was discovered that the mesh had "fallen apart" and embedded into the small bowel. Patient requires a small bowel resection to remove the pieces of mesh. She remained in the hospital for 5 days. After the patient was discharged she went to wound care daily where the wound was packed daily. On (B)(6) 2013, the patient was readmitted to the hospital for IV antibiotics and wound care for "formed pocket" of infection. She remained in the hospital for five days. On (B)(6) 2013, the patient was admitted to hospital for intestinal blockage, which was treated by ng decompression.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. Medical records have not been provided, we have requested additional information from the patient. The patient alleges that two post implant she developed an infection and found that the mesh has adhered and eroded into her bowl. Infection and adhesion are known possible complications listed in the adverse reaction section of the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the explanted mesh is not available for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.